Event description:
It was reported to philips that the system gave an alert indicating geometry movements were not available. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer inspected the system remotely and confirmed that reported malfunction. After reviewing the log file, rse found that was showing that the issue was with the geometry pc. On onsite visit fse (field service engineer) unable to communicate with geo ipc and sid was unknown and no movements were available. To fix the geometry issue, fse rebooted the pc, found a communication problem, and resolved it by rebooting the pc again. A system restart will fix the communication problem. To resolve the problem, fse shut down the system using the circuit breaker, restarted the geometry pc, and initiated the geometry. After hard shut down and restarting the geo pc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.